Manufacturer narrative:
On 20-apr-2021, the suspected medical device was returned for evaluation. On 25-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the sal smooth rnd diap 700cc a crease/fold on the anterior view. Additionally, a missing material was noted on anterior view within crease/fold, measuring aproximally 7.0 x 4.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with a 700cc mentor smooth round moderate profile prosthesis (right) and an unspecified mentor saline breast implant (left) experienced bilateral grade ii capsular contracture postoperatively. As a result, the patient underwent a revision surgery for the capsular contracture on (B)(6) 2021. During removal, the right-sided implant was inadvertently ruptured by the surgeon. Therefore, the right-sided device was replaced with a 700cc mentor smooth round moderate profile prosthesis (catalog #: 3501697). This report is for the right-sided prosthesis.